Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The axela sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath tip was opened as designed. A kink on the sheath shaft 7 inches from the distal tip was observed. A kink 2 inches distal to the comnut was also observed. Bunching at the distal tip, a bump at the proximal end of the distal flap and damage at the proximal end of the distal flap were observed. No silicone grease was observed upon the removal of the jacket. Review of the photographs of the device, provided by the site, revealed a bump at the distal tip of the sheath. Precautions: if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. No relevant functional testing or dimensional analysis was able to be performed due to the nature of the complaint. The device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history review revealed no other similar complaints. Complaint history review from april 2018 through march 2019 for the edwards axela sheath (all models) revealed other returned complaints for the related complaints. The review of similar complaints did go over the control limit and a product risk assessment (pra) was already initiated and updated. The trend will continue to be monitored against pra triggers. Per IFU/training, guidance/instruction involving the axela sheath and delivery system usage states, warnings: access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3 or sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During manufacturing of the sheath and delivery system, the products and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. In this case, the complaint for sheath shaft ¿ withdrawal difficulty, sheath distal tip ¿ damaged, and sheath shaft ¿ kinked, bent were confirmed based on the condition of the returned device. An investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Patient vessel characteristics (calcification, tortuosity) may have complicated the device retrieval, contributing to the withdrawal difficulty. The vessel calcification and tortuosity may also have prevented the sheath shaft kinking and distal flap from returning to its original diameter after contraction. This would make the distal flap susceptible to catching on calcification when the device is moved through the access vessel, resulting in the observed distal flap damage and retrieval difficulty. Although a definite root cause for the events cannot be determined, available information suggests patient factors (access vessel calcification, tortuosity) may have contributed to the withdrawal difficulties, sheath tip and shaft damage, and the subsequent surgery to remove the devices from the patient. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to assess patient risk for sheath distal tip damage and to investigate the issues of the axela sheath tip damage that may result in patient injury.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), post implant of a sapien 3 ultra valve (size and model was not provided), as the axela sheath was being withdrawn from the vessel, the sheath got ¿stuck¿ in the vessel just before the harder part of the tip was withdrawn. The axela sheath was surgically removed. The sheath was inspected. A ¿block / chunk¿ just between the harder area and the softer area of the sheath tip was observed. At the time of the report, the patient was doing well. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided.